Manufacturer narrative:
(B)(4). A field service engineer (fse) was dispatched to the account. The fse inspected the instrument and found fuse f3 in the card cage black plane was blown. The connector j25 of the card cage was burnt. The fse replaced the card cage to resolve the complaint issue. A review of the safety memo and product evaluation indicates the architect i1000sr is certified to the appropriate us, canadian, and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. Customer complaint data was reviewed and no adverse trends were identified related to the customer's observation. The architect system operations manual was reviewed and was found to contain adequate information regarding the issue. The investigation did not identify a product deficiency.

Event description:
The customer noticed a burning smell coming from the architect i1000 analyzer. The instrument was powered off. It was discovered that the j25 connector in the card cage was burned. There was no injury reported.